Manufacturer narrative:
Device (B)(4) was inspected for investigation purposes, and the distance sensor was confirmed to fail accuracy tests. Recalibration of the robot arm was completed. Following recalibration, the device was found to be fully functional. The internal complaint reference is the following: (B)(4).

Event description:
During maintenance testing, it was identified that the distance sensor was non-functional. The distance sensor failed accuracy tests. There was no patient involvement.